Event description:
It was reported that occlusion alarms occurred. Reportedly the customer experienced a high blood glucose of 28.1 mmol/l. Customer gave correction insulin by manual injection to resolve the high blood glucose. The pump was replaced to address the issue.